Manufacturer narrative:
Additional information: age or date of birth; brand name, common device name, device manufacture date, recall (if recall number is given) or correction/removal number. An event regarding disassociation and metallosis involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: no medical records or x-rays were made available for evaluation. Product history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been one other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Product surveillance will continue to monitor for trends. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly after a period of time following the implantation the patient began experiencing discomfort in the area of the device and on (B)(6), 2016 he presented to the emergency room where x-rays revealed a worn trunnion with disassociation of the head from the trunnion. He was allegedly scheduled for revision surgery on (B)(6), 2016 due to "catastrophic wear of trunnion with metallosis" and the surgeon was required to revise the femoral stem and implant prophylactic cabling of proximal femur.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after a period of time following the implantation the patient began experiencing discomfort in the area of the device and on (B)(6) 2016 he presented to the emergency room where x-rays revealed a worn trunnion with disassociation of the head from the trunnion. He was allegedly scheduled for revision surgery on (B)(6) 2016 due to "catastrophic wear of trunnion with metallosis" and the surgeon was required to revise the femoral stem and implant prophylactic cabling of proximal femur.